Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a leak at the level of the set access post-pump pod. This component is provided by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that an external fluid leak was observed from the "pressure port" of a prismaflex tpe 2000 set during priming. There was no patient involvement. No additional information is available.